Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter has an error 1 issue. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with "shots" (other than insulin). According to the reporter, the patient did not recall when the reported issue began or how she managed her diabetes at the time of concern. The patient reported developed she described as "dizzy, throwing up, and diarrhea". During an office visit on (B)(6) 2013, the patient's doctor changed the dosage of her medication and advised her when to take the medication. During troubleshooting, the patient noted the error 1 issue was not resolved with training. The subject lfs product was requested back for investigation. This complaint is being reported due to the unresolved error 1 issue. There was no report of any required medical intervention for acute complication of diabetes. In addition, the patient's symptoms did not meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter has an error 1 issue. This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with ¿shots¿ (other than insulin). According to the reporter, the patient did not recall when the reported issue began or how she managed her diabetes at the time of concern. The patient reported developed she described as ¿dizzy, throwing up, and diarrhea.¿ during an office visit on (B)(6) 2013, the patient¿s doctor changed the dosage of her medication and advised her when to take the medication. During troubleshooting, the patient noted the error 1 issue was not resolved with training. The subject lfs product was requested back for investigation. This complaint is being reported due to the unresolved error 1 issue. There was no report of any required medical intervention for acute complication of diabetes. In addition, the patient¿s symptoms did not meet lifescan¿s criteria for a serious injury.